Event description:
It was reported a motor stall occurred. No patient information, intervention, drug or outcome reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).